Manufacturer narrative:
Model number/catalog number: sc-3138-25; serial number: 1082435; batch/lot number: 19340714; model/catalog description: lead extension kit 25cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the lead extensions revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedance. The patient underwent a revision procedure wherein the lead extensions were replaced. The patient was doing well postoperatively.